Event description:
I am a (B)(6) female and hopefully this information will help another senior. Including payment receipts of procedures. Thank you for checking into this - (B)(6), tel. (B)(6). To (B)(6), (B)(6) 2026 - program purchase, $4500, $500 advanced payment $4000 total. Treatment for right knee 2 x day for 30-minutes. Used straps 2 times a day for 30 minutes for two months. Pain also on right heel (applied pads). Next morning many read spots and blotches on left knee (opposite let) (see picture). Frequent small electrical sensations "zits" on different areas of body (B)(6) 2026 - new spots every day. (B)(6) 2026 - ultrasound dental cleaning, next day rash all over my back "breakouts" different areas every day. (B)(6) 2026 - discontinued (fearful); spots, rashes and electrical sensations continuing to present! (Every day). 1. Constant pain in right leg - (in beginning, minimal). 2. Have to use a cane walker (never before). 3. Constant feeling of falling when using leg. 4. Incontinence (frequent!!). Will this improve? What is my prognosis? Still have electrical sensations.